Event description:
Procedure: hernia repair. The lever on the handle would not lock and the pin fell out into the surgical area. The pin was recovered and the surgeon used another similar device to finish the case.